Event description:
It was reported that the device was used during a laparoscopic roux en y procedure. The trocar was leaking. Numerous attempts were made to try and to stop the leaking, but nothing worked. After a while the insufflator would drop from 18 to 6. A different device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as 'whistling' or 'hissing'? Hissing. If so, did the 'noise' prevent insufflation? Yes. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 18 to 6. Were you able to identify where the leak was coming from? Seal system. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Camera, grasper, everything. Was any torque being applied to the trocar or device? Did not influence level of leaking.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any